Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (image black out) was not confirmed or duplicated. However, service found the video connector was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the image on the subject device would black out when the connector was connected. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely that the damage occurred in the video signal transmission. Furthermore, it¿s probable the loss of image was due to a video processing circuit failure or contact failure of the connector part. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.